Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels are intact. During functional check, the reported complaint was duplicated. Missing pixels and lens damage issue found during the investigation. Lens was damaged. Root cause is unknown. Replaced liquid crystal display and lens.

Event description:
It was reported that there was missing pixels, lens damage during testing. No patient injury reported.